Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on how to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the homechoice at the time of the alarm. During troubleshooting, it was noted that the patient had improperly disconnected from the patient line and then later reconnected themselves once the machine started alarming. The patient ended therapy and was referred to their nurse for further instruction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.